Manufacturer narrative:
Method: the sample has not yet been received, but was reported td be available. Results: the sample will be evaluated and investigated when received. Conclusions: a follow-up report will be filled when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine o 2%. Fill volume: 400. Flow rate¿ started at 8 ml's/hr and ended at 14 ml's/hr. Procedure: left acl repair. Cathplace: left groin femoral nerve. Date of surgery: (B)(6) 2013. Physician reported lack of tension in dial pump saf was set at 8cc/hr (B)(6) 2013. Pump was found with saf at 14ml on (B)(6) 2013. Volume in pump appears significantly less than anticipated. Patient is reported to be stable and was discharged home. Additional information received on (B)(6) 2013 from physician: patient complaint of headaches and physician suspects patient tampering as it was reported that the saf dial was on the bed and the saf cover was not secured with tie wrap. The saf key was not removed when the infusion started.